Event description:
Info received indicates the bed has no functions working from either intermediate siderail.

Manufacturer narrative:
Upon investigation, the tech found that CPR was engaged due to the top center base cover not being properly seated and pressing down on the foot switch causing some of the bed functions to not work.